Manufacturer narrative:
The reported event that ¿the screw of the screwdriver handle peeled away and the handle got loose¿ could be confirmed. The visual inspection of the returned screwdriver revealed that on both sides of the grip front part each fixing screw has been detached. Both detached screws were not returned. Furthermore, the returned screwdriver handle is marked with production code # w12 which indicates that the device was manufactured in 2006-dec. Moreover, each countersink of the screw holes of both detached screws show clear friction traces ¿ material indentations indicating that both screws were initially attached and firmly tightened. Generally, a screw loosening of itself is very implausibly ¿ especially in this case considering the clear and deep indentations in both countersinks of the screw holes. Additionally, within the assembly of the screwdriver handle a 100% self worker control takes place and for the fixation of the screws adequate screwdriver blades are being used which do fit to the size of the screw slots and therefore during the screw fixation appropriate tightening forces can be applied within the assembly step. The returned screwdriver handle is marked with production code # w12 which indicates that the device was manufactured in 2006-dec. The long time-use over 10 years does not point to any manufacturing and /or material related issue. Potentially the user or customer wanted to disassemble the screwdriver handle because it is very implausibly that two screws has been detached at the same time. The root cause of the event could not be determined for certain but according to the determinations within the visual investigation using the microscope and considering all listed facts most likely the root cause could be attributed to a user related issue. Concerning the screw detachment of the grip front part CAPA # (B)(4) was previously raised as a preventive action in order to secure the screw with a welding point and to indicate and to avoid a screw disassembling by the user. First parts were manufactured in 2011-dec and after the effectiveness check the CAPA was closed on 2012-jun-19. Therefore the returned device was identified as a former design. Indications for any product related problems were not found in the investigation. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported by a nurse at the user facility that a screw from the screwdriver handle had become disengaged from the threads during product sterilization. There were no adverse consequences, delay in surgery, or medical intervention in result of this alleged product failure.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a nurse at the user facility that a screw from the screwdriver handle had become disengaged from the threads during product sterilization. There were no adverse consequences, delay in surgery, or medical intervention in result of this alleged product failure.